Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a pectus table top bender that is no longer functioning. The anvil is unscrewed and is difficult to screw back in. There was no surgery or patient involvement.

Manufacturer narrative:
The device history record (DHR) was reviewed and no non-conformance was identified that would cause or contribute to the reported event. (B)(4). A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The table top bender was returned without packaging. The instrument was visually evaluated and found to be in good overall condition. There were scratches and signs of wear on the instrument; no discoloration was observed. The bender was successfully able to bend a pectus bar with no issues. There was some friction felt when rotating the knob for the lower anvil. The anvil was removed from the knob and there is was wear observed along the grooved portion of the knob where it interfaces with the anvil. The complaint was confirmed as the knob to adjust the height of the anvil was difficult to rotate. The most likely cause of the complaint is determined to be excessive force. The instructions for use states in the section titled warnings and precautions: "avoid undue stress or strain when handling or cleaning instruments." There are no indications of manufacturing defects. Based on the product evaluation, the following fields were updated.